Event description:
A customer reported to baxter (B)(4) of a dual luer lock cap in which there was leaking detected when product was tightened. It seemed tight, however, the luer can actually be turned another full rotation. The process step is during use; however there was no report of patient involvement or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. The sample was removed from the package and visually inspected for any obvious defects. The female luer of each sample was gauged. An in-house interlink solution set was spiked into a 1000ml solution bag containing sterile water. The sets were primed and the male luers capped off with the returned luer lock caps. The male luers and caps were then placed into a separate 500ml glass graduated cylinder and left for a period of 24 hrs. The same procedure was performed with the male end of the caps attached to a male/female adapter which was then attached to an extension set male luer. The sample was then water pressure tested at 45 psi. There were no obvious visual defects that were noted. No leakage was noted after the 24 hour leak test period and no leaks were found during the 45 psi water pressure test. Because no abnormalities or leaks were found, the complaint will not be confirmed and the cause of the reported condition was not identified. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4).the sample is available for evaluation; however, the sample has not yet been received. Once the sample is received by the manufacturing facility and evaluated a follow-up report will be submitted.